Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic sigmoidectomy for the 1st firing for rectum resection, the surgeon fully fired the device and made one more final push of the blue button, however tip of the jaws were wobble. A black material was exposed from the pivot point of the cartridge and it was hard to remove the device from the trocar. The surgeon said the device did not clamp the forceps, the tissue was not thick, and a strange sound was heard when fully fired the device. The surgical time was extended by less than 30 min. No injury to the patient.